Manufacturer narrative:
Since this is a disposable single-use device, the patch is unavailable for eval and analysis. This report is below the threshold of the FDA's requirements for mandatory reporting of adverse events involving medical devices, as there is no evidence that use of the product resulted in serious adverse health consequences. Instead, our investigation has determined that the pt experienced temporary or medically reversible adverse health consequences. Accordingly, this MDR is being submitted as a voluntary and proactive measure by the MFR to enhance prod safety and pharmacovigilance.

Event description:
The consumer reported using the prod for six hrs on her left leg. When the patches were removed, the consumer described burns with blistering, skin removal and scarring. The consumer initially treated the area with band-aids, and then with burn salves as well as triple antibiotic ointment containing aloe. During a previously scheduled visit, the consumer consulted with her orthopedic doctor regarding the injury.